Manufacturer narrative:
Discussion with the surgeon led to the finding that disease had progressed on the glenoid side of the joint, which was the cause of on going pain. As a result, a total shoulder arthroplasty was necessary. There were no issues or failures related to the use of the shoulder hemicap device.

Event description:
Persistent pain in left shoulder that progressively increased with time. Patient has difficulty with daily activities and has been not been able to work. Revised to a total shoulder arthroplasty.